Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d8, e2, e3 and e4. Additional information added to field h3, h4 and h6. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, it is likely that: the reported event coating at insertion section peeled off due to physical stress was applied to insertion section of the device. The reported event biopsy channel port was scraped due to following reasons: since biopsy valve was attached in procedures, the endo therapy accessories hardly contacted with biopsy channel port. Since biopsy valve was detached at reprocessing, shaft of cleaning brush may have been scraped against biopsy channel port. However, a definitive root cause could not be identified. The following is included in the instructions for use (IFU) for event peeling off coating on insertion tube: "3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." The following is included in the instructions for use (IFU) for event biopsy channel port was scraped: operation manual preparation and inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope had forceps channel port shaved and the connecting tube had coating peeing (1mmsq or more). There were no reports of patient involvement.